Manufacturer narrative:
Conclusion: surgeons often attempt to repair valves in lieu of replacing them due to improved long term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate result. This may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring. In this case, the device was sutured into place and there was persistent mitral regurgitation due to the diseased native valve. The physician decided to replace the native valve with a bioprosthetic valve. Overall, this occurrence is potentially attributed to the native valve being unrepairable as surgical valve replacement was performed.

Manufacturer narrative:
Additional information received indicated that after the device was sutured into place, there was persistent mitral regurgitation due to the diseased native valve. The physician decided to replace the native valve with a bioprosthetic valve.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts have been made to obtain additional information without success at this time. If additional information is received, a supplemental report will be submitted.

Event description:
Medtronic received information that during the attempted implant of this annuloplasty ring, the device was implanted and explanted during the same procedure. The reason for the explant is unknown. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.